Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 08/05/2020. Investigation conclusion three 2000e-04 samples were received for investigation without packaging. Please note the customer indicates the affected lot number to be 20055503, however the laser marks found on the samples indicate the possible lots to be 20055883, 20055508, 20055880, 20055882, 20055883 or 20055221. A visual inspection of the returned samples did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting a 50ml bd plastipak syringe to the female luer and subjecting to a flush through; no occlusions or flow restrictions were observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for all the possible lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting male luer in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that reports of this nature against the smartsite device occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: smartsite connector blocked/not flushing. At present, we are frequently experiencing problems with the bungs when trying to inject through them, the bung is blocked and you cannot actually inject medications in. This has been happening for a few months now, however the problem does seem to be happening far more frequently now, and as such, the problem will need to be addressed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked/occluded. The following information was provided by the initial reporter: smartsite connector blocked/not flushing. At present, we are frequently experiencing problems with the bungs when trying to inject through them, the bung is blocked and you cannot actually inject medications in. This has been happening for a few months now, however the problem does seem to be happening far more frequently now, and as such, the problem will need to be addressed.